Manufacturer narrative:
MDR 1219913-2023-00230 was initially filed 2023-09-26. Update, 2023-09-27: siemens has concluded investigation. A customer from the united states reported observation of an elevated advia centaur high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens assessed reagent, instrument, and sample data, without any indicative findings. Reagent issues were ruled out as quality control (qc) results were within range and no issues were identified with any other samples. Assessment of instrument performance included a review of qc, and repeated samples demonstrating good reproducibility. It was noted that samples are centrifuged for only 7 minutes. Return of the patient sample for further investigation is not warranted because the discordant result was not reproducible. Based on the available information, the cause of the discordant result is consistent with a potential sample integrity issue. The customer is operational, and no further action is required. No product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.

Manufacturer narrative:
A customer from the united states reported observation of an elevated advia centaur high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. The advia centaur high-sensitivity troponin I (tnih) instructions for use (IFU) states the following, under limitations: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reports observation of an elevated advia centaur high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Tnih kit lot 093 was in use at the time of the observation. An initial elevated tnih result (above reference range) was obtained. The patient¿s sample was re-tested twice ¿ once on the same system, and once on an alternate advia centaur instrument; both repeat-test results were much lower and accepted as consistent with expectation. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance. No issues were identified with assay calibration or quality control (qc) results.